Manufacturer narrative:
The customer¿s report of a tubing set with a balloon in the silicone segment was confirmed and replicated. During visual inspection of the set received it was noted that the silicone segment tubing had a balloon bulge near the upper portion of the upper fitment. Functional and pressure testing was performed; no issues were observed. Additional testing of an IV push was performed first by occluding the tubing above the injection port, and again by not occluding the tubing. The IV push performed by not occluding the tubing above the injection port observed a bulge/balloon when the device door was opened. The balloon is caused by excessive pressure within the silicone segment which causes the silicone segment to balloon/bulge. The root cause for the source of the excessive pressure is unknown.

Event description:
It was reported that the tubing set developed a balloon in the silicone segment during a normal saline 500ml infusion in the cardiac medical intensive care unit (cmicu). The patient had an ekos system that delivered catheter-directed fibrinolysis with the aid of high-frequency, low-energy ultrasound, which allowed penetration of the drug deeper into the clot. The ekos catheter developed a clot and the ekos had to be turned off, however the tpa and angiomax infusions continued for an hour. The patient was taken to the cath lab and the ekos catheter was removed. It was later stated by the customer that the ekos catheter clot and removal was caused by this event.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the tubing set developed a balloon in the silicone segment during patient use.